Event description:
Freestyle diabetic test strips. For two-three months test strips gave wildly false readings. One event showed over 200 to 109 within seconds! This could lead to death if the first had been responded to with appropriate insulin. I have had diabetes for over 18 years, so knew better than to trust the first reading. I complained to liberty and the next shipment of test strips has been much more accurate.